Event description:
Patient experienced severe burning sensation from two recent trans-vaginal ultrasounds. The ultrasounds were taken at (B)(6). On (B)(6) 2024, the first trans-vaginal ultrasound was performed. On (B)(6) 2025, the second ultrasound was performed. The burning sensation was much more severe in february. The gel was warmed at both incidents before application onto the patient. Immediately after the ultrasound, the patient made the technician aware of the sensation and they assured her it was normal. Hours after the sensation didn't go away but intensified.